Event description:
It was reported that after insertion of the iab, the pump alarmed "possible helium leak" and "high pressure". Fluoroscopic examination revealed that the bladder had not unwrapped. The iab was removed and replaced without any complication.